Event description:
This event is from a retrospective literature review of perclose proglide/prostyle device use and surgical decannulation closure (mcs) of arterial and venous access sites for procedures requiring mechanical circulatory support (impella) in large-bore access sites. Perclose device use resulted in some patient experiencing arterial dissection, hemorrhage, no hemostasis or access site infection treated with another device, manual compression, or transfusion. It was noted, an advantage of using perclose is that the operator may leave in the guidewire for additional perclose placement, and large-bore sheath insertion which can prevent bleeding. In addition, perclose usage significantly reduced the procedure time compared to a surgical procedure. The literature review, confirmed the safety and effectiveness of perclose for hemostasis for large-bore mcs decannulation. Specific patient information is documented as unknown. No additional information was provided.

Manufacturer narrative:
B3: date of event estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The closure device referenced in b5 are filed under separate a medwatch report number. Article titled, "efficacy and safety of post-closure technique using perclose proglide/prostyle device for large-bore mechanical circulatory support access sites".

Manufacturer narrative:
D4: the UDI is not known as the part and lot number were not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a complaint review could not be performed because the product was not returned for evaluation and the part / lot numbers were not reported. The patient effects of infection, dissection, and hemorrhage are listed in the electronic perclose prostyle instructions for use (eifu), (IFU), as potential adverse events of use of the device. Based on the case information, a conclusive cause for the reported patient effects of infection, dissection, hemorrhage, and the relationship to the product, if any, cannot be determined. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.